Event description:
Customer reportedly obtained results of >400mg/dl, >300mg/dl, and >100mg/dl within 10 minutes on the advantage system. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.